Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during art-line monitoring of a patient, the connection was leaking fluid. The clinical staff noted a crack in the tubing at the transducer connection. The device was replaced to complete the procedure for the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.